Event description:
It was reported that the drill was overheating during a procedure at the user facility. The procedure was completed successfully using back-up equipment with no delay, medical intervention, or adverse consequences reported.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that the drill was overheating during a procedure at the user facility. The procedure was completed successfully using back-up equipment with no delay, medical intervention, or adverse consequences reported.